Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, brown particles outer device and opening curved on posterior and radius. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crease sharp on radius and yellow biological tissue inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. An opening crease sharp on radius assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported and healthcare professional confirmed right side deflation and concern with the product. The device remains implanted.